Manufacturer narrative:
Lens was returned in liquid, in a lens vial. Visual inspection found the optic torn. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cq2015a, +15.5 diopter, intraocular lens tore during loading. There was no patient contact. Backup lens was used. The reporter indicated that the cause of the event was due to loading error.